Event description:
It was reported that the user experienced hyperglycemia with a reported blood glucose of 375 mg/dl after a recent supply change, while device data indicated insulin delivery and a downward glucose trend; the user had made a meal announcement that did not reflect the actual carbohydrate amount due to difficulty counting carbohydrates. Symptoms included elevated blood glucose. Outcomes included no reported injury, no medical intervention beyond routine monitoring, and no hospitalization. Investigation included review of device-reported data and user interview. Investigation of this case revealed no device malfunction or delivery issue, and the event was consistent with underestimation of carbohydrate intake leading to hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear but most consistent with use-related factors rather than a device problem.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.